Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance calibrating a sensor. Blood glucose level at the time of the incident was 498 mg/dl, which was treated with the insulin pump. The customer declined troubleshooting and stated that the cannula was bent. Blood glucose level at the time of the call was 460 mg/dl. The customer also reported receiving large differences between sensor and blood glucose level readings. The customer was advised that the sensor would be replaced but did not return the product for analysis. The insulin pump was not replaced or returned for analysis.